Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device gave error 46822 and flashed red. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-01613. The report was submitted in error.